Event description:
It was reported that on (B)(6) 2021 the patient went into right heart failure and remained on inotropes over over one week. They required protek duo insertion. On (B)(6) 2021 the patient required extracorporeal membrane oxygenation (ECMO) and was given inotropes. They had shortness of breath (sob), edema and congestion. Their outcome was listed at chronic with sequelae. It was communicated that the patient did not have right heart failure pre left ventricular assist device (lvad). Also on (B)(6) 2021, the patient went into ventricular tachycardia (vt) and their implantable cardioverter defibrillator (ICD) discharged. The patient was started back on IV amiodorone. It was communicated on (B)(6) 2021 that the patient was withdrawn from the clinical study the cardiac arrhythmia treatment and the right heart failure treatment were ongoing. It was communicated on (B)(6) 2021 that the patient passed away due to multi-system organ failure (msof). Post video-assisted thoracoscopic surgery (vats) the patient was noted to have mechanical support flow limitations and distention. Also, their significant hemoglobin/hematocrit (hgb/hct) decreased despite several blood product transfusions. There was concern for acute blood loss and compartment syndrome. The patient was taken for computed tomography (CT) of their chest/abdomen/pelvis (c/a/p). High-grade liver laceration with hemoperitoneum. General surgery consulted and felt that there were no surgical options. Hepatic artery embolization with gelfoam in interventional radiology (ir) which did not result in stabilization of the patient. The patient also sustained vt with 2 defibrillations.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that on (B)(6) 2021 the patient went into ventricular tachycardia (vt) and their implantable cardioverter defibrillator (ICD) discharged. The patient was started back on IV amiodarone. On (B)(6) 2021 the patient went into right heart failure and received inotropes for over one week. They required protek duo insertion and extracorporeal membrane oxygenation (ECMO). Their outcome was listed at chronic with sequelae. The patient was withdrawn from the clinical study and their cardiac arrhythmia and right heart failure treatment were ongoing at that time.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the patient¿s outcome, organ failure, and cardiac arrhythmia could not be conclusively determined through this evaluation and a direct correlation to the heartmate 3 left ventricular assist system (hm3 lvas), serial number (B)(6), could not be conclusively determined through this evaluation. It was reported by the account that on (B)(6)2021 that the patient went into ventricular tachycardia (vt) and their implant able cardioverter defibrillator (ICD) that was implanted prior to left ventricular assist device (lvad, discharged and was started back on anti-arrhythmic medication. On (B)(6)2021, the patient went into right heart failure, and remained on inotropic medication for a week, as well as required a temporary right ventricular assist device (rvad) and extracorporeal membrane oxygenation (ECMO). It was communicated that the patient had symptoms of shortness of breath, edema, congestion, as well as arrhythmias and did not have right heart failure prior to lvad implant. The patient had a video-assisted thoracoscopic surgery (vats) procedure and was noted to have mechanical support flow limitations, distension, and significant hemoglobin/hematocrit decrease despite several blood product transfusions. This is concerning due to acute blood loss and compartment syndrome. The patient was then taken for computed tomography (CT) chest/abdomen/pelvis, which found high-grade liver laceration with hemoperitoneum. General surgery consulted and felt there was no surgical option that would be a salvageable situation. Hepatic artery embolization with gel foam in interventional radiology (ir) this morning has not resulted in stabilization of patient condition. Patient also had sustained ventricular tachycardia (vt) with 2 defibrillations. It was reported through the patient outcome that the patient passed away on (B)(6) 2021 due to multi-system organ failure (msof). Right heart failure, multi-system organ failure, and patient outcome were reported to be not a device related issue, the device operated as expected, and device will not be returned for evaluation. The relevant sections of the device history record for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (hm3 lvas) instructions for use (IFU) is currently available. Section 1, ("introduction") lists potential adverse events that may be associated with the use of the hm3 lvas, including death, right heart failure, respiratory failure, and cardiac arrhythmia. The IFU also provides information regarding anticoagulation, including the recommended international normalized ratio (inr) values, as well as provides information regarding postoperative patient care, including how to prevent and control infection. No further information provided. The manufacturer is closing the file on this event.